Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with a coyote es shelf box. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen. The catheter was visually and tactilely inspected; the hypotube was kinked and the exit notch was twisted. The device was soaked in a water bath to loosen the blood and contrast prior to functional testing. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole over the distal edge of the markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. There was no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified unspecified vessel below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation of the lesion. However, on the first inflation at unspecified pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported. Patient's status was good.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified unspecified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation of the lesion. However, on the first inflation at unspecified pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).